Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material may have been unremoved because the device was not reprocessed properly due to leakage from the scope connector. The reported foreign material could not be identified, and a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: labeling. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residual foreign material on the air/water channel and the nozzle. There were no reports of patient or user harm associated with this event.